Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from two unused supply lines during drain one of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient was asked if the clamps were closed on those unused supply lines, and the patient stated they thought so but weren¿t sure. The patient stated that the caps came off the supply lines spraying solution everywhere. The technical service representative (tsr) assisted the patient with ending therapy and removing the supplies. The tsr also advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.